Event description:
The complainant reported a patient was placed on an impella cp for hemodynamic support. While on support, the automated impella controller (aic) experienced battery purge disc/flag issues. The clinical staff reported that the aic would not detect the purge disc when it was in place. The console was switched out with the same purge cassette and purge disc without further issue. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation has been completed. The logs from the complaint date revealed that the console issued the purge disc not detected alarm during case start wizard. The alarm was noticed and console was switched out. The console was returned and tested. The issue with properly detecting the purge pressure disc was reproduced and the purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.